Manufacturer narrative:
A trumpf medical service technician was dispatched to inspect the operating table. The inspection found that the ac to dc power convertor malfunctioned. The component was replaced, and the table is functioning as designed. Based on this information, no further action is required.

Event description:
A surgical procedure on a trusystem 7000 u (dv) operating table was interrupted due to a no power malfunction. The patient was transferred to another table and the case was successfully completed. No patient or caregiver injury was reported.